Event description:
Customer stated that condoms were purchased to protect their partner from std customer received from their former spouse. The condom broke during intercourse and partner had developed std, which is herpes simplex 2 virus.